Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 1627487-2020-02669. It was reported that upon x-rays taken, lead migration issue was confirmed. One lead migrated out of the epidural space and the second lead migrated halfway out of the epidural space. Patient reported a traumatic fall. Physician turned off therapy. A surgical intervention is anticipated in the near future to revise or explant the leads. No further information is available at this time.

Event description:
New information received states that both leads were explanted and new leads were implanted. There were no complications during the procedure and therapy was turned on. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.